Event description:
Further follow-up revealed that neurosurgeon is considering having the pt undergo brain surgery. If the brain surgery occurs the pt will not undergo ncp system replacement. If neurosurgeon decides to have the pt undergo ncp system replacement, both the pulse generator and bipolar lead will be replaced.

Event description:
Reporter indicated that vns pt has recently experienced feelings of being very tired and weak with feelings of their heart pounding and soreness of the muscles in their upper body. The pt has reportedly discontinued device stimulation with use of the magnet on several occasions, after which their condition improves after "some hours." The pt does not take any anti-epileptic medications. Investigation to date has been unable to determine the cause of the reported events.